Event description:
Information was received from a patient's representative regarding an external device. The caller had a broken desktop charger connector pin. Caller stated the connector pin is broken and the cord is coming out. An email was sent to repair to replace the desktop charger (dtc). Patient called back stating they had to order a new dtc cord since it was coming apart, when they went to plug the cord into the recharger (insr) it would not plug in or charge for part of the old dtc connector pin could have broken off and was stuck into the insr. Agent reviewed the transition of a wireless recharger from an insr.

Manufacturer narrative:
B3: event date is approximate. Month and year confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial#: (B)(6) , product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.